Manufacturer narrative:
A visual inspection, dimensional analysis, and additional testing methods were performed on the returned device. The reported stretched and separated catheter distal tip was able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported stretched and separated distal tip appear to be related to circumstances of the procedure. The catheter¿s distal tip was found to be stretched to the point of tearing and ultimately separating from the catheter assembly. In this case, it is likely that the device preparation techniques caused the reported and observed stretching which resulted in a tear and separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon opening the sterile packaging of the dragonfly opstar imaging catheter, it was noted that the distal end appeared stretched(frayed). The distal sheath marker band was separated from the catheter body. Therefore, the device was not used in the patient and the procedure was completed with another dragonfly. A photo was provided by the account. It appeared that the distal tip of the catheter was pulled/stretched off, including the distal sheath marker band, from the catheter body. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.